Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a heller myomectomy the device would not hold the needle. The last known patient status is reported as okay.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one suturing device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The jaw gap was measured and met specification. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch was noted. Both of the blades on the tip of the jaw were noted to be bent. One was noted to be bent severely downward. The device could not be loaded for functionality testing due to the condition of the bent blades. Replication of the bent blade may be due to excessive manipulation of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.